Event description:
It was reported that there was an increase in impedance measurements and an increase in thresholds on the right ventricular lead. The lead will be monitored and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.